Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. A partial lead was returned measuring 19.1cm from the connector pin. A complete analysis could not be performed without return of entire lead.

Event description:
The lead was explanted due to noise.